Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a previously implanted non-medtronic surgical aortic valve replacement, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve was inserted into the patient and deployed. The valve was recaptured for it was deployed at too great a depth; however, an infold was noted in the valve frame upon recapture. The valve withdrawn from the patient. A new valve was implanted in the patient. The event resulted in a 10 minute procedural delay and no adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a previously implanted non-medtronic surgical aortic valve replacement, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve was inserted into the patient and deployed. The valve was recaptured for it was deployed at too great a depth; however, an infold was noted in the valve frame upon recapture. The valve was withdrawn from the patient. A new valve was implanted in the patient. The event resulted in a 10 minute procedural delay and no adverse patient effects were reported. Additional information was received that a misload was not identified during the valve load.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.